Event description:
It was reported that the 9600 system was missing a rotation label and the handles and boost mode were not working. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The rotational label was installed during the svc call. The system was tested and found to be working as intended and put back into svc.